Manufacturer narrative:
Sims initial report indicated that a sample was available for evaluation. Co's distributer informs sims that the user has not supplied the sample or additional event details despite attempts to obtain this information. The user alleges a similar event two months previous to this event involving another patient but has no sample or details. Co's distributor reports that it is very possible, based on the nature of patients treated at the user facility, that the patient pulled the inflation line off of the tracheostomy tube. Sims has not received any similar reports for this manufacturing lot of tracheostomy tubes and would conclude that this is the most likely cause of this event.

Event description:
The dist reports that a user alleges an event where the pilot balloon of the inflation line detached from the tracheostomy tube resulting in insufficient patient ventilation. The duration of tracheostomy tube use prior to this event is not available.